Event description:
As described by the customer device shuts down when the video is in use. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.

Event description:
As described by the customer device shuts down when the video is in use.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that monitor shuts down when video is in use. Confirmed that the issue experienced is not limited to this device but may affect any tempus pro device using the vl. This failure mode was escalated to r&d for additional investigation and CAPA in is progress. The primary root cause was identified as inadequate software verification and validation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.